Event description:
It was originally reported that "'check thermal filament connection' error message was observed and it became unable to measure cco during use. The measurement was running properly right after the insertion. The cable and the monitor were replaced but the error message was still shown on the monitor." No patient injury was reported.

Manufacturer narrative:
Additional information was received by the reporter. The catheter was used during open heart surgery that consisted of aortic valve replacement, mitral valve replacement, tricuspid annuloplasty and coronary bypass. Review of the information indicates that procedural factors appear to have contributed to the failure reported.

Manufacturer narrative:
Evaluation of the returned catheter found more significant damage than the original report indicated. One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. An arrow contamination shield and introducer were seated to the catheter through 30cm to 100cm. The contamination shield and introducer were not removed from the catheter for evaluation. Visual examination found that the thermal filament trace was broken and the catheter body was exposed at 17.5 cm proximal from tip. A cut on the catheter body at the broken area, approximately 2 mm long, was observed. Leakage was noted from the cut when the distal lumen was pressurized. The proximal injectate lumen was patent without any leakage or occlusion. The thermistor was submerged in a 37.1c water bath and read 37.1c. The catheter was connected to a vigilance ii monitor and "check thermal filament connection" error message was shown. The catheter ran cco in 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes with no error message. The thermistor circuit was continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened and no visible inconsistencies were found. The balloon did not inflate due to a full occlusion in the inflation lumen and blood was visible inside the inflation port. Dry blood inside the inflation lumen seemed to interfere with balloon inflation. No visible damage to the balloon latex or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of cco issue was confirmed during the evaluation due to a cut on the catheter body. Review of the available information suggests that device handling likely caused the failure reported.